Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this an inappropriate shock was delivered. A follow up was performed along with x-rays, electrode fracture was suspected. Evaluation of the system was performed which showed reproducible noise and lead fracture was confirmed. A system replacement was scheduled for the future. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this an inappropriate shock was delivered. A follow up was performed along with x-rays, electrode fracture was suspected. Evaluation of the system was performed which showed reproducible noise and lead fracture was confirmed. A system replacement was scheduled for the future. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that an electrode revision was performed, and it was decided to explant and replace the electrode. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this an inappropriate shock was delivered. A follow up was performed along with x-rays, electrode fracture was suspected. Evaluation of the system was performed which showed reproducible noise and lead fracture was confirmed. A system replacement was scheduled for the future. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that an electrode revision was performed, and it was decided to explant and replace the electrode. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.